Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient. It was noted that the patient developed a left bundle branch block (lbbb) after a pre-implant dilatation. It was also noted that the patient had a vasovagal episode with observed hypotension, bradycardia and desaturation. This events all occurred prior to the 25mm portico ng/navitor valve being introduced into the patient. The patient was manually ventilation and subsequently, intubated and monitored with anesthesia care. The valve was re-sheathed once due to being deployed too high. Pacing at less than 120 beats per minute was performed for valve stabilization during deployment. A post-implant dilatation was performed using a 22mm non-abbot balloon catheter due to moderate perivalvular leakage post-implant. The final non-coronary cusp implant depth was 3.95mm and the final left coronary cusp implant depth was 2.1mm. The lbbb did not persist following implant. On (B)(6) 2023, the patient was found to have a fever of 37.8 degrees celsius accompanied by an increase of acute phase reactants. Blood cultures and covid/flu/rsv pcr tests were ordered. The patient is negative for covid/flu/rsv, but blood cultures results are pending. It was noted that the patient presented with dyspnea and crackles in left lung base. The decision was made to administer augmentin. On (B)(6) 2023, the patient the patient's dyspnea and lung crackles continued so, the dose of the patient's diuretics was optimized. On (B)(6) 2023, the patient was hypertensive (164/64 mmhg) and was administered 5mg of amlodipine. However, the patient's hypertension did not improve and thus required a administration of telmisartan. On (B)(6) 2023, a chest x-ray was performed and revealed cardiomegaly and a slight left pleural effusion, consistent with signs of heart failure. Subsequent to the previously filed report, additional information was received that the patient's vasovagal episode was prior the introduction of the flexnav delivery system and navitor valve. It was noted that the patient had been admitted to the hospital for aortic stenosis, decompensation of heart failure, pleural effusion and dyspnea, all prior to the implant procedure. There was no difficulty experienced implanting the 25mm portico ng/navitor valve. The patient remained hemodynamically stable throughout the procedure. It noted that at the end of the implant procedure the left bundle branch block (lbbb) did persist, but resolved on (B)(6) 2023. There was no bacterial infection confirmed. The patient's high blood pressure is attributed to the patient's history of arterial hypertension. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of left bundle branch block during the procedure, perivalvular leak, dyspnea and pleural effusion post implant were reported. Information from the field indicated that the patient had a vasovagal episode with observed hypotension, bradycardia and desaturation. Based on all available information, the cause for the reported events could not be conclusively determined. However, it was noted that the patient's high blood pressure was due to the patient's history of arterial hypertension. There is no allegation of malfunction against the abbott device or procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient. It was noted that the patient developed a left bundle branch block (lbbb) after a pre-implant dilatation. It was also noted that the patient had a vasovagal episode with observed hypotension, bradycardia and desaturation. This events all occurred prior to the 25mm portico ng/navitor valve being introduced into the patient. The patient was manually ventilation and subsequently, intubated and monitored with anesthesia care. The valve was re-sheathed once due to being deployed too high. Pacing at less than 120 beats per minute was performed for valve stabilization during deployment. A post-implant dilatation was performed using a 22mm non-abbot balloon catheter due to moderate perivalvular leakage post-implant. The final non-coronary cusp implant depth was 3.95mm and the final left coronary cusp implant depth was 2.1mm. The lbbb did not persist following implant. On (B)(6) 2023, the patient was found to have a fever of 37.8 degrees celsius accompanied by an increase of acute phase reactants. Blood cultures and covid/flu/rsv pcr tests were ordered. The patient is negative for covid/flu/rsv, but blood cultures results are pending. It was noted that the patient presented with dyspnea and crackles in left lung base. The decision was made to administer augmentin. On (B)(6) 2023, the patient the patient's dyspnea and lung crackles continued so, the dose of the patient's diuretics was optimized. On (B)(6) 2023, the patient was hypertensive (164/64 mmhg) and was administered 5mg of amlodipine. However, the patient's hypertension did not improve and thus required a administration of telmisartan. On (B)(6) 2023, a chest x-ray was performed and revealed cardiomegaly and a slight left pleural effusion, consistent with signs of heart failure.